Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a patient was implanted with perforated matrix screws during a surgery on (B)(6) 2013. On an unknown date, it was discovered that the screws were in a faulty position. A revision surgery was conducted. During the revision surgery on (B)(6) 2013, a locking cap could not be solved. The surgeon used a bolt cutter. No additional information is available. This report is for two unknown screws. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown screws.

Manufacturer narrative:
An additional evaluation was performed and states the following: the device was sent to our product development center for further investigation. According to the statement the article was manufactured according to the specifications. The implant was fully disassembled. It was established, that the clamping ring is bent which blocks the telescoping feature. Because of the direction of the bending of the clamping ring, this is an indication that the locking screw was bent while the procedure of dissolving. This was caused by excessive tightening of the locking screw. The reviews of the manufacturing and material documents show no deviation according to the specifications. No product fault could be detected.